Event description:
During commissioning of hamilton t1 ventilator, the unit failed flow sensor calibration. Service software testing revealed "neb valve on." Test failed, "rinse tank" test failed. Isolated fault to pressure sensor assembly.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction [?]untight or defective pressure sensor board/assembly or untight or defective autozero valve" led to an inoperable ventilator. The root cause of the ventilator was a malfunction of the pressure sensor assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.